Manufacturer narrative:
The results of this investigation concluded cusp 3 contained two tears in the free edge. There was fibrous pannus ingrowth on the inflow surface of cusp 1 and on the outflow surface of cusp 3. No inflammation, or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears or pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 29 mm epic valve was implanted in the mitral position. On an unknown date during the summer of 2016, the patient began to experience dyspnea. On (B)(6) 2017, the valve was explanted. Ex vivo, a cuspal tear was reported. A larger 31 mm epic valve was implanted.